Event description:
Customer reported a high blood glucose level displayed as "high." Cause was not known. Customer took corrective action by administering a correction injection via manual daily injection (mdi) and was advised to replace supplies and resume insulin. Technical support provided guidance on inspecting and resetting the infusion system components. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.